Manufacturer narrative:
510k: this report is for an unknown zero p cage/unknown lot. Part and lot numbers are unknown; UDI number is unknown. Without a lot number the device history records review could not be completed. Product was not returned. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that on an unknown date, during an anterior cervical fusion procedure using a large cage, the unknown zero p-va plate has come detached from the peek. The surgeon wasn¿t twisting or inserting at an odd angle. It was very easily detached and the reporter would like to know the reason that the plate comes detached in the first place. It is unknown if the procedure was completed successfully. It is unknown if there was a surgical delay. The patient outcome was unknown. Concomitant device reported: unknown zero p-va screws (part# unknown, lot# unknown, quantity unknown). This report is for one (1) unk - cage/plate: zero-p va. This is report 2 of 2 for (B)(4).